Event description:
According to the reporter, the device was not securely locked in place. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.